Event description:
Lead management case to remove 5 (2 rv, and 3ra) leads due to system infection. Three of the leads to be extracted were implanted from the left side (1 ra and 1 rv in 2003; 1 ra unknown implant date). The remaining two leads were implanted on the right side (1 ra and 1 rv in 2007). The physician began the procedure by prepping the two leads implanted from the right side with llds and successfully removed them with the assistance of a 12fr sls ii. Then the physician began to remove the ra and rv leads that were implanted from the left side from the femoral approach since the proximal end of the leads were placed in the sv-svc junction. One ra lead was successfully removed with this approach using a goose-neck snare (non-spectranetics device). It was noted that the distal end of the rv lead was still implanted into the rv wall, the physician then decided to extract the rv lead from the jugular vein. A 14fr sls ii was inserted into the jugular vein, a snare was then inserted through the inner lumen of the 14fr sls ii. Several attempts were made using these devices to extract the rv lead; however, it was unsuccessful and the patient became acutely hypotensive. A sternotomy was performed and a tear at the svc/ra junction was repaired, the last ra and rv lead were removed via sternotomy and the patient survived intervention.

Manufacturer narrative:
It has been determined by spnc that the physician in this case was not using the 14fr sls ii as intended. It is stated within the IFU that the laser sheath is contraindicated when the proximal end of the pacing lead is not accessible to the operator. In order for the operator to have access to the proximal end of the pacing lead it must be exposed through the vessel of primary insertion or snared and externalized prior to introduction of the sls ii. This did not occur in this case and the sls ii was used inappropriately in this case as a conduit to attempt the extraction via a snare device without having access to the proximal portion of the lead.